Manufacturer narrative:
Additional information: b1 (product problem box checked); b5, h6, d9. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Additional information was received. Customer alleged "pump wasn't working". Customer's educator discussed event with customer. Pump settings were correct and pump history showed "some alarms and suspensions, but no alarms about malfunctions". Customer has other concomitant health issues, and may still be on dialysis. Customer goes days without his sensor, and has had missed boluses/bolus adherence issues in the past. However, educator did not know if pump was cause of event and advised customer to use an alternate method of insulin therapy. Upon follow up, customer declined to provide further information and declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital. Customer's blood glucose value was not provided and it was not known if there was a potential for diabetic ketoacidosis. The customer and his spouse were concerned that the pump might be "acting up". Upon follow up, customer's spouse did not know if hospitalization was due to the pump or supplies and stated that the customer was in the hospital as he was a kidney patient. Tandem technical support (cts) was unable to confirm if customer's diabetes affected the kidneys. Customer had not yet been discharged. Customer's spouse did not provide further information and stated they would call back on their own time if they wanted to continue to troubleshoot. Cts attempted to follow up with contact, however, no reply was received.